Manufacturer narrative:
Paragon 28 clinical evaluation of the provided radiographic images shows: on the right foot, the screw in the lateral hole of the talus is broken at mid-shaft. On the left foot, the screw in the lateral hole of the talus is broken at the shaft close to the head. Because of the delayed/non-union and the patient resuming work and activity, repeated cyclic loading of the plate/screw construct may result in a fatigue fracture of the screw due to repetitive stress from the bones not healing. Identifying information of the part, such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If further information is identified which alters this event's conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that 2 screws broke post-operatively. Original surgery date was (B)(6) 2021 where 2 of r3con locking plate screw, 3.5 x 18mm screws was implanted on the same hole of medial column plates on bilateral feet. A revision surgery was completed on (B)(6) 2021 where all screws and plates have been removed from the medial aspect of both this patient's feet.